Manufacturer narrative:
(B)(4). Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, reported that the customers memoir device has missing dose number segments. The device, batch 0811c01 was manufactured in november 2008. A user is typically aware of this malfunction. The direction for use prohibits continued use. Attempts to retrieve the device were unsuccessful. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. There is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose. However this misuse is not relevant to the user's complaint.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0811c01) was reported to have elements missing in the first position, for example, the setting of 20 units, the two showed only one line at the top. This humapen memoir is associated with complaint (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. The pen was five months in use. It was unknown if the device would be returned to the company for investigation. The initial complaint description suggested missing segments in the dose display. It was unknown if this humapen memoir was continued. Refer to results/conclusion section. Edit (B)(6) 2009; following internal review of case, corrected expected follow up date from 2009 to 2010. Update (B)(6) 2009; additional information received (B)(6) 2009; changed malfunction type from 'cirm' to 'not a cirm'. Update (B)(6) 2009; additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed malfunction field from yes to unknown and improper use/storage from no to yes; added refer to results/conclusions section to narrative. Edit (B)(6) 2009; removed erroneous characters from device summary. Update (B)(6) 2009; additional information received (B)(6) 2009; added revised lss summary to qc info tab and updated malfunction field from unknown to yes - cirm. Edit (B)(6) 2009; erroneous characters removed from device specific safety summary.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4).this device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin.the patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0811c01) was reported to have elements missing in the first position, for example, the setting of 20 units, the two showed only one line at the top. (B)(4).the operator of the device was unknown and it was unknown if the operator of the device was trained. The pen was five months in use. It was unknown if the device would be returned to the company for investigation. The initial complaint description suggested missing segments in the dose display. It was unknown if this humapen memoir was continued.